Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that they are having some issues with their implant battery. The reason for call, was patient stated, recently the implant has been losing all of its charge overnight. Patient stated, they normally used to be able to go 2 to 2.5 days without recharging their implant, but when they wake up, the implant will be depleted. Patient stated, this issue first began about 3 months ago. Patient reported, that about two months ago, they noticed, an error. That states, settings not available. Patient stated, around that same time, they also felt, that their stimulation felt different, where if they sat a certain way, they can feel the stimulation tingling in their legs, but when they turn stimulation off, the tingling still persists. Patient stated, in order to stop the tingling they turn stimulation back on. And then the tingling will stop until they sit a certain way again. Agent asked, patient confirmed, they do not believe they made any recent therapy adjustments or had been seen for any reprogramming. Agent reviewed meaning of the settings not available message. And redirected the patient to their healthcare provider to better address the issue and to be seen for reprogramming.